Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 425cc prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with saline mentor smooth round moderate profile 425cc prostheses and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. Grade 3 bilateral ptosis, and defective fill valve on the right prosthesis was also reported. The ptosis was thought to be slightly more exaggerated on the left side. The final fill volume of these prostheses was 475ccs. Bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed. The right prosthesis was filled to 315ccs, and the left prosthesis was filled to 300ccs. The patient was taken to the recovery room in stable condition. This report relates to the left prosthesis. The right prosthesis was initially reported under 1645337-2018-04625 on (B)(6) 2018. On 9/6/2018 mentor was first made aware of left sided issues.